Event description:
Subsequent to the initial MDR, additional information was provided. It was reported that while the patient passed out, the daughters checked his bg and when it increased from 42 mg/dl to 48 mg/dl, the patient regained consciousness. After waking up, the patient the patient drank orange juice. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient stated they passed out. The cgm was displaying 92 mg/dl and the bg was 42 mg/dl. The patient was provided orange juice. No other details were provided. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.